Event description:
It was reported that this lead was a case of an attempted implant due to unknown reason. This lead was replaced with a different model and not implanted. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).